Manufacturer narrative:
(B) (4). (B) (4). The stent remains in the pt. The lot # was provided. A f/u report will be submitted with all relevant info.

Event description:
Device issue: none. Adverse event: stroke. Onset of adverse event: after the procedure. It was reported that one day post the implantation of the xact stent in the right internal carotid artery, the pt experienced dysarthria and right hand pronation diagnosed as a transient ischemic attack (tia). The MRI showed watershed infarcts. Although the pt's condition was reported to have resolved the next day, upon discharge to a rehab or skilled nursing facility five days later, the pt continued to be dysarthric with mild right hand pronation. There was no other reported intervention for the tia. Though requested, no additional info was provided.